Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: indication for prosthesis procedures: implantation of a prosthesis in the year 2011 - explantation of the prosthesis in the year 2018 levels implanted: c5/6 it was reported that on an unknown date, post-op 6-7 years later, the implant loosened in the patient. No breakage was reported. Patient underwent a revision for removal as a result of the event.

Manufacturer narrative:
Product analysis: the bryan cervical disc was returned in six different pieces. The two shells with sheathing connected to one side, one locating tab has been broken off the shell, the nucleus, and one retaining wire that has broken into two pieces. With the condition of the product in it's as returned state(the damage and the fact that it had been implanted for 7 years, see attached photos for condition) no root cause could be made as to why the product loosened. If information is provided in the future, a supplemental report will be issued.